Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# 110010242 g7 osseoti 3 hole shell 48mm c 8mm c lot# 6340501. Item# 010000999 g7 screw 6.5mm x 30mm lot# unknown. Item# 010000997 g7 screw 6.5mm x 20mm lot# unknown. Item# unknown unknown head lot# unknown. Item# unknown unknown stem lot# unknown. Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty procedure, liner would not seat correctly into the shell. Procedure was completed with a back up liner. No negative consequence to patient. Attempts were made to obtain additional information; however, none was available.